Manufacturer narrative:
(B)(4): the device component code 430 relates to the device problem code 1069 for the reported event of wire broke. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the heat shrink was bent at the proximal end and the cutting wire was broken within the handle assembly. The cutting wire was intact at the distal tip and the distal tip was in a bowed position. No damage was observed to the working length of the device such as tears, splits, or twists. The condition of the returned device was consistent with the complaint incident. During manufacturing, the sphincterotome devices are 100% inspected. As broken cutting wire was noted by the complainant during unpacking, the most probable root cause is handling damage. A review of the device history record (DHR) confirmed that the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a stonetome sphincterotome was to be used during an endoscopic sphincterotomy (est) procedure on (B)(6), 2011. According to the complainant, upon removal of the device from the package, it was discovered that the cutting wire was broken. No visible damage was noted to the packaging. The procedure was completed using another stonetome sphincterotome. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a stonetome sphincterotome was to be used during an endoscopic sphincterotomy (est) procedure on (B)(6) 2011. According to the complainant, upon removal of the device from the package, it was discovered that the cutting wire was broken. No visible damage was noted to the packaging. The procedure was completed using another stonetome sphincterotome. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.